Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that after 30 minutes of use, that handle would not open. Additional resection of the tissue was done to remove the device. There was no reported bleeding or injury to the patient.